Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Information available indicated that there was no damage noted with the unit on inspection and the microcatheter was prepared and used as per the directions for use (dfu). Based on all the information available, it is probable that procedural factors encountered during the procedure limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event. Device not returned to manufacturer.

Event description:
It was reported that the microcatheter shaft was cracked approximately 5cm from the hub when contrast was injected into the microcatheter. There was no clinical consequence reported.

Event description:
It was reported that the microcatheter shaft was cracked approximately 5cm from the hub when contrast was injected into the microcatheter. There was no clinical consequence reported.